Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6).

Event description:
It was reported that the patient underwent endometrial thermal ablation on (B)(6) 2015. During the procedure, there is the possibility of uterine perforation. The procedure was cancelled. Additional information has been requested.

Manufacturer narrative:
Additional information was received that indicates this event does not meet reporting criteria. This event therefore is not reportable.